Manufacturer narrative:
It was reported that the syringe "kept untwisting" and could not be used for the procedure. The customer reported that there was a "5 min" delay related to the reported issue, but there was no individual injured as a result. The customer did not report any serious injury, medical intervention required, or follow-up care needed as a result of the reported issue. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the syringe "kept untwisting" and could not be used for the procedure. The customer reported that there was a "5 min" delay related to the reported issue, but there was no individual injured as a result.